Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon has encountered this issue several times. They are having issues using this device. The handles are not working, jamming, and is difficult to toggle. This issue has only been seen with the device when using 0 surgidac single or 0 surgidac triple. No issues when using polysorb 2-0 or surgidac 2-0. No adverse events reported.